Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
This is a revision surgery. The surgeon removed the cup. The surgeon implanted a new cup and liner.

Manufacturer narrative:
Reported event: an event regarding revision surgery involving a trident shell was reported. The event was not confirmed. Device evaluation and results: a visual, functional and dimensional inspection was not performed as the device was not returned. Medical records received and evaluation: no medical information was received for review with a clinical consultant. Device history review: not performed as the lot ID us unknown. Complaint history review: not performed as the lot ID us unknown. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, lot details, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
This is a revision surgery. The surgeon removed the cup. The surgeon implanted a new cup and liner.